Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, prior to the revision of this inflatable penile prosthesis (ipp), a computed tomography scan found that the left cylinder was folded in half and falling proximally out of the bottom of the corporal suture. The right cylinder was still able to pump, allowing the patient to have a semi rigid erection. During the surgery, it was noted that the left cylinder was intact, with no holes or issues. When the component was taken out of the corpora, it was still able to inflate. The patients scar tissue and left corpora was eroded from previous operations and revisions; therefore, the left cylinder was removed, and the port plugged, to allow the corpora to heal properly. The physician was reported to believe that the position of the left cylinder in the patients left corpora caused or contributed to the reported complication. No further patient complications were reported.

Event description:
It was reported that, prior to the revision of this inflatable penile prosthesis (ipp), a computed tomography scan found that the left cylinder was folded in half and falling proximally out of the bottom of the corporal suture. The right cylinder was still able to pump, allowing the patient to have a semi rigid erection. During the surgery, it was noted that the left cylinder was intact, with no holes or issues. When the component was taken out of the corpora, it was still able to inflate. The patients scar tissue and left corpora was eroded from previous operations and revisions; therefore, the left cylinder was removed, and the port plugged, to allow the corpora to heal properly. The physician was reported to believe that the position of the left cylinder in the patients left corpora caused or contributed to the reported complication. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D6a implant date has been updated.